Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving bupivacaine and morphine via an implantable pump for unknown indications for use. It was reported that there were volume discrepancies for the last 4-6 refills where the hcp would get ~3-5 ml less than expected. The rep was not sure if the difference had been getting worse over time. Reviewed potential for overdose or withdrawal but that it was ultimately up to the hcp if they wanted to monitor versus replace.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) and it was reported that the expected was 5.4cc versus barely any left (was not given an exact amount). The volume filled at the last refill and the volume programmed at the last refill was 40ccs. The cause of the volume discrepancies was not determined. Diagnostics/troubleshooting regarding the volume discrepancies, none had been taken at this time. Actions/interventions included double checking all programming at refill. The volume discrepancies had not been resolved and the rep was not aware of what their plan was going forward.